Event description:
Additional information was received stating that, at the examination one week after the surgery, it was observed that lower part of lens surface was blue and there was bluish jagged line on lens surface too. On post operative visit, the patient's near and far vision was improving. The surgeon will judge whether the lens needs to be replaced or not at the examination two months after the surgery.

Manufacturer narrative:
Additional information was provided in b.5., b.6., h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. It cannot be confirmed whether it is a light reflection or intra ocular lens (iol) surface issue. The returned photo shows what appears to be an implanted iol. The reported "bluish jagged line" is observed on the returned photo. It is not clear whether it is a light reflection or iol surface issue. The reported complaint cannot be confirmed from the provided photo. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, after intraocular lens implantation surgery, a bluish jagged line was found on lens surface and the patient's vision was poor. The lens still remains in the patient's eye.